Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and damaged battery cap. The customer's blood glucose value was 400+ mg/dl. The customer declined to troubleshoot for high readings. The customer stated that they were not able to remove the battery cap. The customer stated that they tried with a butter knife and it was completely stripped. The product was returned for analysis.